Event description:
A pump with a depleted battery. It is unknown when this occurred. It is not known if there was any patient injury or medical intervention necessary according to the hospital representative.